Event description:
Stopped working while on patient. Wide fluctuations in map (80 - 140's). Piston making a weird noise. Changed circuit and bellow and diaphragm set. No change. Pulled from patient. Placed patient on conventional ventilator with appropriate settings. Sats dropped to 83%. Patient recovered with sats in low 90's.